Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the helix of the pacing lead stuck to myocardium and could not firmly fix. It was noted the patient had a torturous anatomy. Efforts were made, however, the lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.